Manufacturer narrative:
Correction - please refer h6 method code and clinical code. The reported event could be confirmed, since the device is broken as described in the event description. The device inspection revealed the following: the extractor was returned for evaluation and it can be confirmed that the tip is broken off, the fragment was not returned. The device, which was manufactured in the year 2019, is in a very used condition. The laser markings are barely readable. The lot number was initially not reported as is not possible to read it with the naked eyed anymore, the lot number could be identified under the microscope during the investigation. A microscopic inspection of the fracture face was performed. The absence of plastic deformation and the presence a smooth surface with a shear lip on one side indicates a sudden brittle fracture. The fracture face is oblique, indicating the device was exposed to high lateral forces when it broke. The findings indicate that a torsional and bending overload did lead to the breakage of the device. However, it cannot be excluded that residual stress from previous usage also contributed to the breakage. Furthermore, a hardness test according to (B)(6) on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. Wear and tear may also have played a certain role. If more information is provided, the case will be reassessed.

Event description:
When extracting the asnis screw that had been inserted into the distal end of the humerus, the screw was left in the patient's body in a damaged state and could not be removed and the extractor was broke off. The screw could not be removed and part of it remained. As a result, the screw remained in the patient. All the debris were removed from the surgical field/patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When extracting the asnis screw that had been inserted into the distal end of the humerus, the screw was left in the patient's body in a damaged state and could not be removed and the extractor was broke off. The screw could not be removed and part of it remained. As a result, the screw remained in the patient. All the debris were removed from the surgical field/patient.